Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2008. Nose oversensing was observed which led to ventricular pacing inhibition (ventricular pauses). The physician observed that p-waves were sensed in the ventricular channel. Ventricular sensitivity was reprogrammed from 0.4 to 0.6 mv, solving the issue. Same phenomenon was observed upon a follow-up performed on (B)(6) 2008: v oversensing and pauses at 0.4mv sensitivity, and normal behaviour at 0.6mv. During a follow-up performed on (B)(6) 2008, the physician observed that some v oversensing episodes (leading to v pauses) were recorded in the ICD memories although the sensitivity was set to 0.6 mv. Reportedly, the ventricular lead is apparently properly placed. The patient is pacemaker-dependant.

Manufacturer narrative:
January 15, 2010 - this event concerns a device that was manufactured and used outside the united states. (B)(4).